Event description:
A canadian customer tested her blood glucose and received a reading of 18.8 mmol/l (338 mg/dl) using her contour meter. Her glucose was retested using another meter and that reading was 7.8 mmol/l (140 mg/dl). The difference between the readings falls in the "c" zone of the parkes error grid, making the difference clinically significant. No adverse events were alleged. The test strips and meter are to be returned for evaluation. Replacement products were sent to the customer.